Manufacturer narrative:
The insulin pump alarmed during self-test and lost sensor alarm when communicating with the glucose meter due to faulty connector on remote frequency board. The insulin pump received with cracked reservoir tube lip, cracked case at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of lost sensor alarms. The customer's blood glucose level at the time of incident was unknown. Troubleshooting was conducted and the customer was not able to review alarm history, due to device only showing partial history. There were several radio frequency pic failed self-test alarms noted. The customer was advised to discontinue use of the device, and that it would have to be replaced and returned for analysis. The sensors are also being replaced.